Event description:
An event report that this right ventricular (rv) lead was not implanted successfully due to unknown cause. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).